Event description:
A report was received that the patient is experiencing headaches since being implanted. The physician believes that symptoms are due to dural pressure from the paddle lead and are not stimulation related. Symptoms occur with stimulation on or off. The patient is receiving good stimulation and getting good pain coverage. The patient was prescribed migraine medication.

Event description:
A report was received that the patient is experiencing headaches since being implanted. The physician believes that symptoms are due to dural pressure from the paddle lead and are not stimulation related. Symptoms occur with stimulation on or off. The patient is receiving good stimulation and getting good pain coverage. The patient was prescribed migraine medication.

Event description:
A report was received that the patient is experiencing headaches since being implanted. The physician believes that symptoms are due to dural pressure from the paddle lead and are not stimulation related. Symptoms occur with stimulation on or off. The patient is receiving good stimulation and getting good pain coverage. The patient was prescribed migraine medication.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the reason for explant was the patient was no longer satisfied with the results of the device. The patient's symptoms were not believed to be device related.